Manufacturer narrative:
Vyaire medical file indentification: (B)(4). PMA/510(k) # is not available in gudid h3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator's insp/exp hold button was not working.

Manufacturer narrative:
Vyaire medical's failure analysis lab confirmed the button was not working. However, they were unable to duplicate the customer's reported issue of the ltv ventilator's inspiration/expiration hold button was not working.